Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was probable sudep with epilepsy, unspecified. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient¿s cause of death was probable sudep with epilepsy, unspecified. There is no allegation or other information indicating that the death is related to vns.